Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the tibial tray and the bone and patient-related conditions, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "loosening - tibial" is associated with weakened integration of the tibial component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical device: concomitant device: logic tibia ps mod insrt sz 4 13mm, cat# 02-012-35-4013 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient who received a bilateral tkr on (B)(6) 2017 returned complaining of pain in the right knee. The tibial component appeared to show signs of loosening. The patient was scheduled for a tibial revision. The revision was performed on (B)(6) 2021. The tibial tray and insert were removed. There was bone loss in the tibia, so a cone and tibial augments were implanted. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital retains all retrievals.